Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 3.0 mm x 220 mm x 150 cm mr coyote balloon catheter was advanced for dilation. However, immediately after the first inflation at 8 atmospheres, the balloon ruptured from the middle to the front. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.